Event description:
Us customer contacted cepheid to discuss patient results. One asymptomatic patient presented for testing before travel. The site does not normally repeat tests but made an exception. Two samples were collected total. (B)(6). The customer follows pi, except for intended use. They invert the sample tubes after they collect them at the patient's car and during their walk back to the testing area. They use the provided pipettes, ensure fluid enters the overflow bulb, and avoid adding bubbles to the cartridges when dispensing the sample. No known deterioration, death, or injury to the patient as a result of these findings.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. One asymptomatic patient presented for testing before travel. The site does not normally repeat tests but made an exception. Two samples were collected total. (B)(6). The result was sars-cov-2 negative, flu a negative, flu b negative, and rsv negative. Unknown if this was reported to the physician. The customer follows pi, except for intended use. They invert the sample tubes after they collect them at the patient's car and during their walk back to the testing area. They use the provided pipettes, ensure fluid enters the overflow bulb, and avoid adding bubbles to the cartridges when dispensing the sample. No known deterioration, death, or injury to the patient as a result of these findings. This case involves an asymptomatic person tested by the xpert xpress cov-2/flu/rsv plus test for travel screening (off-label use). A sample was positive for sarscov2 with late CT value and normal pcr curves. A second sample was negative by the xpert xpress cov-2/flu/rsv plus test. Both samples were tested again by the xpert xpress cov-2/flu/rsv plus and were negative. The likely root cause is target/s near limit of detection or near cut-off. There was no evidence of product malfunction based on examination of pcr curves. No harm to the asymptomatic person tested. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Cepheid patient safety board noted to customer that testing of patients that are not suspected of covid-19 is off-label and must be validated for this use. Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.